Event description:
It was reported that a lap grasper snapped during a patient procedure & was retrieved by the surgeon. It was confirmed that there was no patient injury and the surgeon was able to complete the procedure without delay. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Adding awareness date for supplemental sup#1, as it was submitted without the awareness date. The awareness date should be april 18, 2023. This event is filed under internal complaint ID (B)(4).